Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump's screen was blank after turning it on. There was no patient injury reported. The customer was unable to provide any further information.

Manufacturer narrative:
An evaluation of the kangaroo pump was for a blank screen. The reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.